Event description:
It was reported that a user applied a new g7 continuous glucose monitor (cgm) and initially received no readings on the ilet due to the pairing code not being entered; upon assistance, the g7 was paired successfully and glucose data began displaying, with blood glucose noted at 272 mg/dl trending down to 263 mg/dl after pairing. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention, and self-management with continued monitoring. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user pairing oversight and subsequent successful device-sensor communication after correct code entry. It was concluded that the event was attributable to user error related to cgm pairing, with the device functioning as designed after proper setup.